Event description:
It was reported that the green cap (pull ring) on the patient line of an amia automated pd cycler set ¿was so loose it will fall off if they tip the line." This occurred during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three (3) unused samples were received for evaluation with the original caps attached to the connectors inside an open pouch. A visual inspection was performed with the naked eye with no issues noted; there were no issues with any of the caps or patient connectors. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.